Event description:
Device issue: unspecified suture failure. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, there was 'no difference in two sutures" as "a white demarcation on the non rail suture" was not seen. The method used to achieve hemostasis is unknown. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received.